Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had an infected implantable cardioverter defibrillator (ICD) system. Further information revealed the patient is deceased. Follow up was conducted and the exact cause of death and date of death were unable to be obtained.